Event description:
The pt reported obtaining two results of 112 and 199 mg/dl within 10 minutes. While troubleshooting the patient attempted to perform a control solution test and the meter would only prompt the error 4 message. The patient did not allege any harm or injury. No medical atention was required. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The meter is being replaced for the patient.